Event description:
It was reported an issue with monosyn suture. The customer reported that the thread is not connected to needle. Additional information has not been provided.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k011375. Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 23 closed samples for analysis. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results of all closed samples received are 0.20 kgf in average and 0.07 kgf in minimum (ep requirements: 0.17 kgf in average and 0.08 kgf in minimum) one of the samples does not fulfil the minimum, but 1 low value in 15 tested units is accepted, according to the requirements of the european pharmacopoeia (ep). Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Needle attachment strength results conducted on samples before releasing the product fulfilled the requirements of the european pharmacopoeia (ep). Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply european pharmacopoeia/b. Braun surgical requirements. However, the most probable root cause is that the attachment of the needle was not correctly done as the closed sample that does not fulfil the minimum shows that the needle is escaped from the thread. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.